Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The patient presented for a rv lead extraction procedure. Device interrogation prior to the procedure found the rv lead not capturing at max output in bipolar or unipolar configurations. Upon procedure, fluorescence imaging noted that the rv lead was dislodged near the tricuspid valve. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.